Event description:
While giving veteran his medication and talking to veteran writer noticed veteran's oxygen tubing prong by noise was pinched. Writer asked veteran if vet could feel air coming out. Veteran tested it and said no. This has been happening very frequently. Writer got a new nasal cannula and that one was the same way, finally got another one wand it was usable. Veteran is on 3l of o2 and now is able to get the amount of oxygen vet needs. Ref report: mw5172095. Pt code: 4582. Device codes: 2981, 2423, 2588.